Manufacturer narrative:
Product event summary: two controllers were returned for evaluation. The ventricular assist device (vad) remains in use and was, therefore, not available for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Failure analysis of (B)(4) revealed that the device passed functional testing and visual inspection. Failure analysis of (B)(4) revealed a bent pin within power port two of the controller. The bent pin did not allow a battery to properly connect to the controller. As a result, the reported bent pin event was confirmed. No contamination was observed in the driveline connector of either controller. Analysis of (B)(4) log files revealed two electrical fault alarms logged on 03aug2018 due to an open phase on the rear stator, resulting in the pump running on a single stator. Several vad disconnect alarms were logged since 16aug2018, indicating physical disconnections of the driveline. Analysis of (B)(4) log files revealed two additional vad disconnect alarms on 17aug2018 at 21:50:51 and 21:55:21, likely logged during the controller exchange process, followed by 11 electrical fault alarms starting at 21:56:23 on 17aug2018. These electrical fault alarms were also logged due to an open phase on the rear stator. Log file analysis also revealed that the pump's power consumption was above the normal operating range, thus confirming the reported high power event. On-site inspection of the driveline revealed contamination in the pump's driveline connector. A driveline connector cleaning procedure was performed to mitigate the reported conditions. No additional alarms were logged following the cleaning procedure. As a result, the reported contamination and electrical fault alarm events were confirmed. Based on the available information, the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. An internal investigation was opened to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. The above normal power consumption is most likely a result of the pump running on a single stator, and thus consuming slightly more power. The most likely root cause of the reported bent pin event can be attributed to a misalignment between the power port and battery output connector. An internal investigation has been opened to evaluate bent/damaged pins with controller 2.0 and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / catalog #: 1420 / expiration date: 2019-04-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-04-18 (B)(4). Heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / catalog #: 1420 / expiration date: 2019-04-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-04-18 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power port 2 in one of the patient¿s controller had bent pins. The controller was exchanged. The site noted that the patient continued to have intermittent self-resolving electrical fault alarms following the controller exchange and patient¿s power consumption was found to be above the normal operating range. The site was able to reproduce the electrical fault alarm by manipulating the cables. The site suspected driveline contamination and found blood at the driveline connection upon inspection. The site reported that this contamination may have occurred during ventricular assist device (vad) implant in the operating room while the nurse was connecting the driveline. A driveline connecter cleaning was performed. The active controller was exchanged at the time of the driveline cleaning due to visible contamination of the controller pins. There were two pump stops associated with this servicing procedure. The patient is reported to have tolerated the procedure well. The site further reported that the patient experienced no more electrical fault alarms following the driveline connector cleaning and the alarms were no longer reproducible upon manipulation of the cables. No further patient complications have been reported as a result of this event.